Event description:
When the nurse pulled on the drain, it separated at the area where the drain is connected to the hub on the external portion of the drain. Since the separation occurred outside the wound, there were no problems noted in removing the drain from the pt.